Event description:
It was reported that during preparation for a pulmonary vein isolation procedure, an oi tubing set was selected for use, however, the device presented an issue. Once the tubing was loaded into the pump, the tubing sucked air in instead of pushing the saline out. Therefore, it was decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. The device was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Oi tubing set was evaluated by boston scientific. Visual inspection did not note any defects. A flow test was performed; the tubing set was connected to a metriq pump and was purged at 60 ml/min. The pump was programmed to 30ml/min and the tubing was irrigated for 5 minutes without any errors or pump messages. No leaks were observed. The costumer attached a picture of the pouch, and it is possible to observe that the pouch information matches with the complaint information. Laboratory analysis was unable to confirm the reported clinical observation. Device was found within specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure, an oi tubing set was selected for use, however, the device presented an issue. Once the tubing was loaded into the pump, the tubing sucked air in instead of pushing the saline out. Therefore, it was decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported.the device is expected to be returned for further analysis.